Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A product development event evaluation was conducted and the report indicates the returned aiming arm (part#357.366, lot#3240024) was manufactured in september 2009 and is over 3 years old. The returned insertion handle (part#357.411, lot#3328r13) was manufactured in may 2009 and is over 3 years old. The returned protection sleeve (part#357.386, lot#6060096) was manufactured in march 2009 and is over 4 years old. The returned drill sleeve (part#357.389, lot#6125948) was manufactured in june 2009 and is over 3 years old. During this evaluation, the returned insertion handle, aiming arm, protection sleeve and drill sleeve from this complaint were assembled with known good mating instruments and implants to complete the insertion construct in order to evaluate the alignment of the returned devices. The mating known good parts included a short trochanteric fixation nail (10mm x 130 deg. X 170mm) (part#456.315, lot#6700338), cannulated connecting screw (part#357.397, lot#6606047), 4.0mm trocar (part#357.387, lot#4588829) and ball hex screwdriver (part#357.515, lot#4936924). The construct assembled, the 4.0mm trocar and returned drill sleeve aligned with the short tfn distal hole as intended. The complaint condition of missing the distal nail hole could not be replicated during this evaluation. The returned insertion handle, aiming arm, protection sleeve and drill sleeve were assembled with known good parts of the construct and enabled an adequate construct during this evaluation. The drill sleeve aligned with the tfn distal hole as intended. The design is adequate for its intended use and did not contribute to this complaint condition. A review of the device history record has been requested.

Event description:
During a right hip intertrochanteric nail fixation procedure on (B)(6) 2013, the surgeon utilized the aiming guide assembly and attempted to implant the distal locking screw and missed the nail hole. The surgeon attempted a few more times while using the guide as well as a guide from another set but was unsuccessful. Subsequently, the surgeon implanted the distal locking screw manually without the guide and completed the procedure. The procedure was delayed over 15 minutes. This is 3 of 4 reports for the same event, (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Synthes brandywine manufactured the 11mm/8mm protection sleeve 153mm, part 357.386, and lot number 6060096. At the time of release to warehouse the lot met specifications. Placeholder.